Event description:
It was reported that the carrier, inside the tunneler extension kit, broke. No further details, patient symptoms or outcome were reported. A follow-up report will be filed if additional information becomes available.